Manufacturer narrative:
The most probable root cause for bent/fractured abutment is overload.

Event description:
Abutment and abutment screw replacement surgery due to bent/fractured abutment. Pain when loading reported as clinical sign. Component replacement took place on (B)(6) 2023.